Event description:
Boston scientific received information that the pace sense portion of this lead was surgically abandoned due to low r-waves and increased thresholds. A new pace sense lead was implanted successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.